Event description:
After 5 hours of iabp therapy, blood was noted in the tubing by the ICU nurse. The iab was removed and not replaced. The patient is in stable condition. There were no problems with the initial insertion.